Event description:
Bayer case number: (B)(4) dizziness [dizziness], tiredness [tiredness] , anxiety [anxiety] , depression [depression] , allergies [multiple allergies] , muscle & joint pain [arthromyalgia], neurological disorders [neurological disorder nos] , gastrointestinal disorders [gastrointestinal disorder] , cognitive disorders [cognitive disorders] , impaired balance [balance impaired nos] , impaired memory [memory impaired], impaired speech [disorder speech] impaired concentration [concentration impaired] , loose teeth [loose tooth] , electrical hypersensitivity, [electromagnetic hypersensitivity] , feeling of drunkenness [drunkenness feeling of] , gynaecological disorder [gynaecological examination abnormal] , skin disorder [skin disorder] , hand tremors [tremor of hands] , considerable flatulence [flatulence], constipation [constipation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a 57-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2007 she experienced dizziness (seriousness criterion medically important), fatigue ("tiredness"), anxiety ("anxiety"), depression ("depression"), multiple allergies ("allergies"), arthralgia ("muscle & joint pain"), nervous system disorder ("neurological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), cognitive disorder ("cognitive disorders"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), speech disorder ("impaired speech"), disturbance in attention ("impaired concentration"), loose tooth ("loose teeth"), idiopathic environmental intolerance ("electrical hypersensitivity,"), feeling drunk ("feeling of drunkenness"), skin disorder ("skin disorder"), tremor ("hand tremors"), flatulence ("considerable flatulence") and constipation ("constipation") and was found to have gynaecological examination abnormal ("gynaecological disorder"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, anxiety, depression, multiple allergies, arthralgia, nervous system disorder, gastrointestinal disorder, cognitive disorder, balance disorder, memory impairment, speech disorder, disturbance in attention, loose tooth, idiopathic environmental intolerance, dizziness, feeling drunk, gynaecological examination abnormal, skin disorder, tremor, flatulence or constipation. The reporter commented: (female) patient¿s current status: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) dizziness [dizziness], tiredness [tiredness] , anxiety [anxiety] , depression [depression] , allergies [multiple allergies] , muscle & joint pain [arthromyalgia] , neurological disorders [neurological disorder nos] , gastrointestinal disorders [gastrointestinal disorder] , cognitive disorders [cognitive disorders] , impaired balance [balance impaired nos] , impaired memory [memory impaired] , impaired speech [disorder speech] , impaired concentration [concentration impaired] , loose teeth [loose tooth] , electrical hypersensitivity, [electromagnetic hypersensitivity] , feeling of drunkenness [drunkenness feeling of] , gynaecological disorder [gynaecological examination abnormal] , skin disorder [skin disorder] , hand tremors [tremor of hands] , considerable flatulence [flatulence] , constipation [constipation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-jun-2025. The most recent information was received on 04-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2007 she experienced dizziness (seriousness criterion medically important), fatigue ("tiredness"), anxiety ("anxiety"), depression ("depression"), multiple allergies ("allergies"), arthralgia ("muscle & joint pain"), nervous system disorder ("neurological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), cognitive disorder ("cognitive disorders"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), speech disorder ("impaired speech"), disturbance in attention ("impaired concentration"), loose tooth ("loose teeth"), idiopathic environmental intolerance ("electrical hypersensitivity,"), feeling drunk ("feeling of drunkenness"), skin disorder ("skin disorder"), tremor ("hand tremors"), flatulence ("considerable flatulence") and constipation ("constipation") and was found to have gynaecological examination abnormal ("gynaecological disorder"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, anxiety, depression, multiple allergies, arthralgia, nervous system disorder, gastrointestinal disorder, cognitive disorder, balance disorder, memory impairment, speech disorder, disturbance in attention, loose tooth, idiopathic environmental intolerance, dizziness, feeling drunk, gynaecological examination abnormal, skin disorder, tremor, flatulence or constipation. The reporter commented: (female) patient¿s current status: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.